Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported following the intraocular lens implantation the patient was not happy with the quality of visual acuity, not happy with the ability to drive, watch tv or read and the lens was explanted in a secondary procedure, clinical reason for the explant was refractive error. Additional information has been requested.